Event description:
Sheath into jugular vein inserted recovery was unable to advance due to stenosis, used stiffer wire and new recovery sheath because the first sheath tip became damaged when we were unable to advance it. After advancing the second sheath, we could see two radiopaque marker bands on the wire. We were unable to retrieve the filter and seemed to have damaged the cone. So we went ahead and exchanged sheath out along with a new cone. After failing to retrieve a difficult filter. We pulled 3rd sheath out which had no marker on it. We used balloon inflations within the ring markers to retrieve them after forceps had failed. All markers were save and pt was fine. Dates of use: 2008. Diagnosis or reason for use: ivc filter removal.